Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cable had a loose connection and was damaged. There were chances of under sensing or over sensing. It was recommended that the cable be returned for analysis, but its current status is unknown. No patient complications have been reported as a result of this event.